Event description:
It was reported that after fine needle biopsy (fnb) 22g 1 pass procedure, patient was admitted 10 days for post procedural pain, free fluid collection outrighted in CT scan. No comorbidity, patient will undergo surgery of the lesion (dcp).

Manufacturer narrative:
Additional information: a2(age at event), a3a, b2, b3, b5, b6, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after fine needle biopsy (fnb) and fine needle aspiration (fna) procedure, a patient had a complication of pancreatitis and severe bleeding which led to extended hospitalization.

Manufacturer narrative:
D10 concomitant product: dsn-22-01, dsn-22-01 bnx delivery sys 22g ss needle (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.